Event description:
It was reported that the iab was inserted without difficulty. Upon initiation of pumping, the pump experienced helium loss alarms, and blood entered the helium tubing. The iab was removed and replaced without any pt complications.